Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the abnormal overheating of the device cause a burn on the patient. Components in use listed as concomitant are devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm (2). Ga173 / micro flexible cable 2.3m (2). All med watch submissions related to this report are: 2916714-2016-01037, 2916714-2016-01038.

Manufacturer narrative:
Investigation: the investigation was carried out by ats. A function test could not be carried out, because the tip of the device is worn and the bearing is broken. Also the other bearings are damaged and abrasion can be recognized in the inside of the housing. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: the wear and tear , and thus the overheating of the device, is most likely caused by insufficient maintenance. Corrective action: according to sop (B)(4) CAPA is not necessary.